Manufacturer narrative:
(B)(4) analysis performed on 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoir passed occlusion test.

Event description:
It was reported that the customer had high blood glucose levels of 205 mg/dl. The customer reported multiple no delivery alarms from the insulin pump during bolus. The customer reported that there was a leak on the reservoir of the insulin pump. It was reported that insulin was visible on the reservoir compartment of the insulin pump. The customer also reported an air bubble in the reservoir of the insulin pump. The customer would like to return the reservoir for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).